Event description:
Journal reference: borowski a, shah sa, littleton ag, dabney kw, miller f. Baclofen pump implantation and spinal fusion in children: techniques and complications. Spine. 2008;33(18): 1995-2000. This is a retrospective clinical and radiographic review of complications related to intrathecal baclofen therapy (itb) and posterior spine fusion (psf) in patients with cerebral palsy. We will report the technical considerations and complications associated with itb in patients undergoing psf. There were 4 groups: a, 26 patients with psf before itb; b, 11 patients who underwent psf and itb concurrently; c, 25 patients with psf after itb; and d, the control group: 103 patients with itb only. The rate of itb therapy complications is not increased despite psf in any other of the procedures. There are technical details in each situation that require attention. Reportable event: the control group had 8 infections at the pump site, and 1 infection at the spinal site. See mfg report #2182207200806054.

Manufacturer narrative:
Results- catheter.